Event description:
Caller reported that the pump occasionally stopped working for an entire day, had difficulty maintaining a charge, and required the charger to be adjusted or supported for proper connection. There was no reported impact to the customer's blood glucose level. The customer did not request further troubleshooting, and no additional information was provided regarding the event's outcome.